Event description:
A (B)(6) female pt's nurse called zoll customer support to report constant add gel/replace belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed, add gel replace belt messages) has been confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn. Additionally the dn to front te cable and the ECG c and d cable were pulled from the dn with wires still attached. The root cause of the damaged cables could not be positively identified but was likely excessive force. No adverse event resulted from the damaged electrode belt cable. The pt received a replacement electrode belt.